Manufacturer narrative:
(B)(4). Evaluation summary: scanning electron microscopy analysis was performed and there was no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The difficult to position/remove the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure in the non-calcified, non-tortuous, right coronary artery, the ht balance middleweight universal ii 300 guide wire was advanced to the target site without resistance. An attempt was made to advance a non-abbott dilatation catheter over the guide wire but the catheter became stuck on the guide wire. The catheter could not be removed from the guide wire; therefore, both devices were removed from the anatomy as a single unit. Another non-abbott guide wire was used to complete the procedure. Although there was no adverse patient effect, there was a clinically significant delay in the procedure as it was necessary for the physician to re-wire the vessel. No additional information was provided.